Event description:
Pt completed four treatments before returning to optometrist for a previously scheduled post-cataract evaluation. Hemorrhaging evident in both eyes, retinal artery aneurysm in right eye.